Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in a lens case base. The lens case lid was not returned. A small amount of solution and gauze fibers were observed on the lens. One haptic was bent-gusset area. The lens was cleaned with klrp. Two small scratches were observed near the edge. The lens dimensions were acceptable using an approved template (excluding the damaged haptic). No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified handpiece with a non-qualified cartridge and viscoelastic. The company lens is only qualified for use with the company specific model cartridge. The root cause for the reported posterior capsule rupture could not be determined. The lens was returned. The lens dimensions were acceptable (plan view) using an approved template (excluding the damage haptic). One haptic was bent and two small scratches were observed. The root cause for observed lens damage may be related to a failure to follow the instructions for use (IFU). The file indicated the use of a non-qualified cartridge and viscoelastic. The company is only qualified for use with the company specific model cartridge. The IFU instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, posterior capsule was ruptured upon implantation. The lens was explanted and replaced with anterior chamber intraocular lens (aciol) during initial procedure. The procedure was completed on same day without any harm to the patient. As per surgeon it was unsure whether it was the lens or patient's eye anatomy but definitely not the surgeon factor.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).